Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-06801, related manufacturer report number: 2017865-2020-06802. It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.